Event description:
A female patient reported using renu with moistureloc multi-purpose solution and she developed an eye infection. The patient's optometrist reported that in 2005, the patient presented with symptoms of a red, swollen left eye. She was diagnosed with bacterial keratitis due to contact lens overwear and a dirty contact lens. The optometrist performed a lid scrub, prescribed tobramycin q4h, and advised the discontinuation of contact lens. The patient was reported as being poorly compliant with contact lens wearing schedule because she had worn contact lenses continuously anywhere from 1 week to 1 month. The patient was advised to have frequent replacement of contact lenses, and to wear them on a daily basis and not on an extended basis. Although the patient insisted that her condition was due to a defective unspecified product, the optometrist attibuted it to the patient's extended use of the freshlook colorblend contact lenses. The patient returned to the office in 2006, and was diagnosed with permanent pannus and neovascularization under lid superiorly on the cornea as a result of her condition.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.